Manufacturer narrative:
According to the customer, the wheelchair was used for transportation. The customer reported the wheels were unstable, causing the wheelchair to lose balance, which resulted in injury to the user. No additional information is available at this time. A sample has been requested for evaluation. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the wheelchair was used for transportation. The customer reported the wheels were unstable, causing the wheelchair to lose balance, which resulted in injury to the user.